Event description:
The brush has come off the head - oral-b [device breakage] . Product counterfeit - oral-b [product counterfeit] . Case narrative: parent reported via e-mail that the brush came off the oral-b toothbrush head while their daughter was brushing her teeth. No injury was reported. 19-feb-2025 follow-up via digital safety assessment survey: the consumer was 9 years old. No medical professional was contacted. No injury was reported. 29-apr-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
29-apr-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
The brush has come off the head - oral-b [device breakage]. Case narrative: parent reported via e-mail that the brush came off the oral-b toothbrush head while their daughter was brushing her teeth. No injury was reported. 19-feb-2025 follow-up via digital safety assessment survey: the consumer was 9 years old. No medical professional was contacted. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.